Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that the trocar hub disconnected from the shaft during a procedure. The procedure was complete with no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. One opened trocar cannula and hub that were separated with a tyvek label were received for the report of the trocar hub disconnected from the shaft. The returned trocar cannula/hub assembly was visually inspected and was found to be non-conforming, the hub and cannula were separated. There was presence of adhesive inside of the hub and on the cannula. During assembly of the trocar product adhesive is dispensed at the cannula hub interface. The evaluation of the returned sample identified adhesive inside of the hub, therefore, how and when the trocar cannula and hub became separated cannot be determined from this evaluation and the root cause for this complaint is unknown. A potential contributing factor of the separation is manipulation during surgery. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Assemblies are 100% inspected for adhesive application during assembly. If adhesive application is incorrect the assembly is scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).